Manufacturer narrative:
The battery was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: pr (B)(4).

Event description:
During resmed evaluation, an astral device displayed an internal battery degraded warning alarm. There was no patient harm or serious injury reported as a result of this incident.